Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the whereabouts of the device(s) remains unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It is reported that the surgeon has had difficulty utilizing persona knee cut guides, as the heads of the screws have stripped and require the use of pliers to remove. It is unknown how many times this malfunction has occurred, or whether it resulted in any adverse events. Attempts have been made to retrieve additional information and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample could not be evaluated and the reported event could not be confirmed with the information provided. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.